Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 02/20/2026. An investigation was conducted on 02/24/2026 . A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle as well as on the intact jaws. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaw. No peeling of silicone insulation was observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed. The lot # 3000524298 history record review was completed. There was an ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the silicone peeled from the jaw of the vasoview hemopro 2. It did not come off the device but remained attached. No resistance was noted while inserting the harvesting tool into the cannula. The jaws were closed with the tips facing up. The jaws of the harvesting tool were open (even slightly) during insertion of the tool into the cannula. A pre-test was performed. A new kit was opened to finish the procedure. No patient harm or delay reported.